Manufacturer narrative:
The tech replaced the siderail to repair the bed.

Event description:
Info received indicates the siderail will not latch due to a cracked weld which allowed the upper portion of the siderail to separate from the base of the siderail.